Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap exhibits severe devitrification at output window. The metal cap exhibits mild detritus adhesion on surface. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. In addition, analysis identified fiber is broken within the outer flow tubing 5.0 cm. From the control knob, between distal tip and control knob, and exhibits indication of bending, crushed, and no melting at break location. The fiber was tested with hene laser fixture, aim beam is present at break location. The outer flow tubing open end exhibits minor scratch marks. Based on the observed fiber break, an evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the fiber broke suddenly after the fiber was pulled out from the patient's body. The procedure was completed with a second fiber. No complications to the patient occurred due to this event.

Event description:
It was reported that the fiber broke suddenly after the fiber was pulled out from the patient's body. The procedure was completed with a second fiber. No complications to the patient occurred due to this event.